Event description:
Reporter alleged blood glucose meter read lo and then in the 100s mg/dl within 10 minutes and felt bad so went to the hospital. It was reported within 10 minutes the hospital meter read 535 mg/dl and customer was given insulin while remaining at the hospital for 4-5 hours. A request was made for the return of the suspect device and replacement product was sent.